Event description:
During a standard follow-up of the pacemaker involved in this MDR report, the ventricular threshold test could not be started.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.